Event description:
It was reported an occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through several steps, including disconnecting the tubing from the site and cartridge, tightening connections, and delivering boluses, which successfully resolved the issue.